Manufacturer narrative:
The subject device was not returned for evaluation. Tac (technical assistance center) support engineer, dispatched a fse (field service engineer) to visit the site for inspection and repair. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported smell of smoke, the laser device stopped working during an unspecified procedure. Customer stated no further information regarding the case. There was no patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not returned for evaluation - no further determination could be established on cause of the event. Follow-up attempts to gather incident information and device status were made; the customer replied that no further information could be provided. Olympus will continue to monitor field performance for this device.